Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 475 mg/dl. Her blood glucose level was high since saturday. She did not feel okay to troubleshoot. The infusion set had a bent cannula. The device was not returned.